Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer surgery. One cdh29a and three ecr60b reload were used in the surgery, after fired, both of these instruments were malformed staples. Changed another device to complete the procedure, there was no patient consequence reported. No additional information could be provided.